Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The removed speaker assembly was returned to the failure investigation lab (fi). A visual inspection of the speaker assembly revealed no evidence of damage or contamination. The fi technician installed the speaker assembly into a fi ventilator to duplicate the reported issue and the customer complaint could not be verified. No errors occurred during the cycle test and no fault was found.

Manufacturer narrative:
G4: 15jan2021. B4: 18jan2021. The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty speaker assembly. The bench technician replaced the speaker assembly. The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.